Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction in the power switch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source power switch cannot be turned on, the power switch was bad and doesn't lock in on position. There were no reports of patient or user harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.